Event description:
It was reported that, pre-op, a pi fault error message appeared when the pi box was undocked. The console displayed: "patient interface fault detected. Attempting to resolve. If problem persists, contact technical support.¿ the issue did not resolve despite multiple attempts to redock and undock the pi box. During this time, the software was slow to respond when pressing items on the screen. During troubleshooting, restarting the system with the battery installed with no resolution. The system was then restarted without the battery, and unplugged from the wall for approximately one minute before powering back on. The startup remained slow, and the pi box continued to malfunction. However, software responsiveness had improved. Finally, the system was restarted again with the battery inside. While it still started up slowly, the software continued to respond normally to touch. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that reported issue confirmed. Ssd had failure and software issues. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis foud that fault was possibly due to console. H4: 26.01.2022 h6: fdm b01, fdr c19, fdc d14d20 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.